Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during use of a homechoice cassette set. This was described as ¿leaking machine¿. This occurred during set-up for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. Renal therapy services (rts) discussed the use of continuous ambulatory peritoneal dialysis and advised the patient to notify their pd nurse of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.